Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported complaint (veterinary complaint): it was reported that on (B)(6) 2019, a tip of a screwdriver broke during a canine tplo (tibial plateau leveling osteotomy) case. They were able to complete the procedure using a different screwdriver. No negative effects to the patient. The patient was a dog; weight or age was not given. Concomitant device reported: unk- screw: (part# unknown; lot# unknown; quantity 1).

Manufacturer narrative:
A device history record (DHR) review was conducted: part # 314.115. Synthes lot # 4409411. Supplier lot # na. Release to warehouse date: 29 apr 2002. Manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the star drive(tm) screwdriver t15 (p/n 314.115 lot 4409411) was received showing the shaft broken transversely into two pieces at the location of the dowel pin. Both pieces were returned, with one embedded in the phenolic handle. The phenolic handle was also received broken, five pieces/fragments of the phenolic handle were returned. The returned fragments of the handle were pieced together and a fragment(s) was/were missing. A fragment(s) of the dowel pin was also broken off and missing. No issues were observed with the driver tip. Dimensional inspection: shaft diameter (a to b) was measured and found to be within specification per relevant drawings. Dimensional inspection of the handle could not be conducted due to post manufacturing damage and missing fragment(s). Dimensional inspection of the dowel pin could not be conducted as the remaining piece could not be disassembled from the shaft for inspection. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the star drive(tm) screwdriver t15 (p/n 314.115 lot 4409411) as the shaft, handle, and dowel pin were broken. No definitive root cause could be determined. It is possible that the device encountered unintended excessive forces/rough handling during surgery, leading to the shaft, handle, and dowel pin to break. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on (B)(6) 2019, a tip of a screwdriver broke during a canine tibial plateau leveling osteotomy (tplo) case. They were able to complete the procedure using a different screwdriver. No negative effects on the patient. No other intervention required. There were no fragments. There was no surgical delay. The procedure successfully completed. Patient outcome is unknown. The patient was a dog. This report is for one (1) star drive screwdriver. This is report 1 of 1 for complaint (B)(4).